Manufacturer narrative:
(B)(4). Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported 10 units of whole blood that were hemolyzed following filtration. There were not transfusion recipients or patients involved at the time of the whole blood processing, therefore no patient information is reasonably known at the time of the event. The disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer, the units were processed and the alleged hemolysis was observed in the plasma post-centrifugation. The disposable sets were not returned for evaluation. The manufacturing records, and testing and inspection records were reviewed for this lot. No anomalies were noted and the product conformed to current established specifications. No similar reports have been received regarding this lot number. Three retention samples from this production number were visually examined. One bag was tested for solution volume and the other two were tested for the composition of the solution. There were no abnormalities in appearance and measured values conformed to in-house standards. A box of unused collection sets (18) was returned for evaluation. Three sets were tested for cationization levels of the filter membranes and it was confirmed that the levels were within acceptable standards. Root cause: no defect samples were available for investigation and the cause of the incidents was not able to be definitively identified; however, the reported filtration time appears to be within the allowable range of the product. There are two major factors of occlusion during filtration: "occlusion in the tubing" and "occlusion in the filter". The following are possible causes of occlusion. Cliktip is not fully broken - if cliktip is not fully broken, a hole is partially opened thus a user cannot obtain enough blood volume. Cliktip gets into the joint of the donor tube in the upper part of the cover tube when breaking the cliktip. Kink in tubing. Clots obstruct the tubing and filter - if blood clots (or aggregates) are formed in an unfiltered bag for some reason, the clots flow into the fluid path and the filter and cause the obstruction of the flow. Insufficient mixing of blood in unfiltered bag before filtration if the bag stands still between the time of blood collection and filtration, red cells in the bag are spontaneously precipitated and concentrated. The concentrated portion of red cells increases viscosity and may occlude the filter. Hemolysis is commonly caused by the following factors: characteristics of blood, bacterial contamination, excessively cooling, filter clogging.